Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient experienced skin irritation with mild erythema, approximately coin-sized, at the infusion site while wearing the pod. The patient sought medical attention on (B)(6) 2026, consulting multiple physicians and receiving various topical treatments; however, the condition did not resolve. No impact on the patient's glucose level was reported. A new pod was placed.